Event description:
Same case as: 2134265-2014-00687. It was reported that catheter entrapment occurred. A 3.5mm x 40mm x 146cm coyote es balloon catheter was selected to treat the target lesion. However, it got stuck on a v-14 guide wire. It could not advance so the device and the wire was removed as a unit. The procedure was completed with a sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).